Manufacturer narrative:
The complaint device was received and evaluated. Visual observation does not reveal any anomalies on the device. The hook on the electrode and the ceramic are intact. The insulation coating on the shaft is intact and there is no evidence of any parts missing on the device. The device appears new and unused. It cannot be determined if the device returned is the actual complaint device. No additional information was received in spite of multiple follow ups. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution from the same facility and surgeon. At this point in time, no further action is warranted. If further information is available in the future, this complaint will be reopened and a thorough investigation will be conducted. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting the following to us: cracked electrode. The electrode cracked inside the child knee during its use. The debris have fallen inside the articulation. But a wash reached to remove all. Patient : child who is well to date. The patient did not need a longer hospitalisation nor a special post-operative care regarding this incident.